Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead was failing to sense. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information notes that the atrial lead had also dislodged prior to the replacement procedure on (B)(6) 2022.